Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the returned arm has rust spots on both joints and the attachment ends. As reported, the lower joint will not lock down completely, remaining movable. The arm failed the force test; the arm should hold with a downward force up to 14 lbs but failed at 4.15 lbs. The arm also should hold with a side force up to 10 lbs but failed at 4.4 lbs. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The instrument was replaced to resolve the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement vertek arm ii shipped to site 09/22/2015. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported their navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.